Manufacturer narrative:
The initial incident report was submitted with incorrect manufacturing site information and registration number 1020279 (s+n memphis). The correct manufacturing site information and registration number is 1219602(s+n mansfield).

Event description:
It was reported that patient had a primary surgery on (B)(6) 2018. An allergic reaction started (B)(6) and in (B)(6) a second procedure was performed.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no relevant clinical medical information was provided to conduct a thorough medical assessment. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.